Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3886, lot# l96875, implanted: (B)(6) 2001, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. (B)(4).

Event description:
The patient reported that "this thing has not worked for years; the wire came out of the sacral nerve". The patient stated this occurred "probably around 2006 or 2007, that's when patient found out." "The patient stated that the stimulator wires are way across on the other side and it was not even in the sacral nerve it was straight across." The patient wanted to know how the wires could have become dislodged. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.